Event description:
The reproter stated back to back blood glucose tests, within 10 minutes, using separate fingersticks. Reporter's results were 227 and 327 mg/dl. Reporter did not recall any symptoms. A control test was in range, 132(96-144). No harm was alleged.